Event description:
Hill-rom received a report from a hill-rom technician stating the head section would not lower when CPR lever on the right side was used. The bed was located in micu at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the CPR lever pin was missing and lever was worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the lever and pin to resolve the issue. Based on this info, no further action is required.